Event description:
According to the reporter, during oral and maxillofacial surgery, the device¿s pusher bar did not push the clip accordingly. The clips were not able to load properly into the jaws at any point during use. A new device was used to complete the case. There was no injury caused to the patient and no medical intervention was required.

Manufacturer narrative:
Analysis summary: post market vigilance (pmv) received three videos and four devices. The visual inspection of the returned products noted the first instrument was partially applied with fourteen remaining clips. The second instrument was partially applied with two remaining clips. The third instrument was partially applied with thirteen remaining clips. The fourth instrument was partially applied with thirteen remaining clips. The distal end of the channel cover was intact. Microscopic inspection of the jaws revealed acceptable jaw co-planarity. The first two videos depict the instruments misfiring. The third video depicts an instrument loading a clip properly. Pmv performed functional testing; the handles were cycled on all four instruments and all four instruments misfired, not loading clips properly. Forwarded to engineering for further evaluation of the four instruments misfiring, not loading clips. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of three videos and four clip appliers. The first instrument was partially applied with fourteen remaining clips. The second instrument was partially applied with two remaining clips. The third instrument was partially applied with thirteen remaining clips. The fourth instrument was partially applied with thirteen remaining clips. The distal end of the channel cover was intact. Microscopic inspection of the jaws revealed acceptable jaw co-planarity. The first two videos depict the instruments misfiring. The third video depicts an instrument loading a clip properly. Functionally; the handles were cycled on all four instruments and all four instruments misfired, not loading clips properly. The instruments were disassembled and the ratchet assemblies were found to be damaged causing the instruments to be out of timing with the pusher bars. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the observed damage may occur if the user attempts to either pull apart the handles prior to completing the handle compression or attempting to squeeze the handles prior to fully releasing the handles after completing a handle compression. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.